Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.